Event description:
Report received of no audible alarm. The pump was undergoing preventative maintenance testing in the biomedical engineering department and was found to have no audible alarm when the alarm was set at its lowest setting. The customer indicated they have no knowledge of the pump having been in pt use while the alarm was at its lowest setting. Though requested, no further info was provided.